Manufacturer narrative:
(B)(4).

Event description:
It was reported the procedure was being performed in the intensive care unit. During insertion the guide wire uncoiled in the patient and upon removal, it was much longer.